Event description:
As reported by the user facility on the medwatch form. "Angiocath difficult to thread. Blood return was noted. When removed entire catheter, noted 2mm of tip missing. X-ray of arm negative. Physician felt piece too small to cause problem."